Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet, the lv lead was damage due to the excessive force required. The physician suspected an interaction between the stylet and the lv lead prevented the stylet from being removed. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of the stylet was unable to be removed and lead damage associated with the excessive force were confirmed. As received, a lead was returned in one piece with the stylet stuck inside the lead. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and bunched up with the inner coil. The connector pin and crimp sleeve were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive force during procedure. The cause of the reported event was isolated to the bunching of stripped stylet ptfe coating and inner coil at the connector region and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.